Manufacturer narrative:
(B)(4). Foreign, (B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that returned instrument was broken. No patient involvement was reported. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device confirms that the impactor head is fractured in two pieces. Sem analysis report states that the vanguard impactor revealed fracture surface artifacts consistent with an overload fracture, possibly due to overtightening of the locking bolt based on the orientation of the hackle marks and river lines as well as the pattern of the surface cracks located in the locking bolt hole on the fracture segment. DHR was reviewed and no discrepancies were found. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.